Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-133 investigation conclusions -140 = fb42af. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Inpen paired to commercial app. However, commercial app immediately notified that inpen is expired and has reached end of useful life. Unable to perform baseline wireless functionality test and displacement dose accuracy test due to inpen reaching end of life. No issues noted when dialing and dispensing a dose. Performed encoder bond investigation and found that the encoder pattern wheel tabs fit properly in the keyed slots of the dose nut guides. Inpen passed front cap investigation. In conclusion: inpen battery lifetime last 1 year after first paring. Inpen working as designed. Difficult to dial/dose was not confirmed. No communication to mobile device was confirmed due to inpen reaching end of life. Unable to confirm possible under delivery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Inpen paired to commercial app. However, commercial app immediately notified that inpen is expired and has reached end of useful life. Unable to perform baseline wireless functionality test and displacement dose accuracy test due to inpen reaching end of life. No issues noted when dialing and dispensing a dose. Performed encoder bond investigation and found that the encoder pattern wheel tabs fit properly in the keyed slots of the dose nut guides. Inpen passed front cap investigation. In conclusion: inpen battery lifetime last 1 year after first paring. Inpen working as designed. Difficult to dial/dose was not confirmed. No communication to mobile device was confirmed due to inpen reaching end of life. Unable to confirm possible under delivery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the dial knob was difficult to turn in the inpen. Inpen troubleshooting was performed issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and was returned for analysis.